Event description:
Patient reported infusion set tubing was stretched and partially disconnected from the luer lock connection. He indicated that insulin was leaking from the connection. Patient changed the infusion set. He stated blood glucose level did not increase as a result of the partial separation. No medical assistance was required. Product was discarded and therefore not returned for evaluation.

Manufacturer narrative:
Product not returned for evaluation.